Manufacturer narrative:
Product event summary: the data files, images and the afr-00001 catheter with lot number 0013133440 were returned and analyzed. Log file returned from the field was reviewed. The video files returned from the field were reviewed. The first video showed the step up before the insertion of the catheter. The second video showed the operation. The third video showed the operation and when the procedure was stopped. A screen shot was taken right before the catheter was removed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulse field (pf) ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported 'finding in the left ventricle' was plausible based on image analysis. The reported 'clot' issue could not be confirmed based on data analysis. The catheter passed the returned product inspection and no anomalies were identified with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere catheter , a hypermobile formation, clot, was detected in the left ventricle on intracardiac echocardiography. The patient was under general anesthesia. The procedure was aborted after  ablations were performed. No medical or surgical intervention was needed to prevent permanent impairment, and there was no injury reported. No further patient complications have been reported as a result of this event.